Event description:
It was reported that, approximately 9 to 10 weeks ago, the patient underwent a photoselective vaporization of the prostate procedure successfully. There were no device issues or complications during the procedure. Following the procedure, the patient reported perinium pain/discomfort. The pain/discomfort has been ongoing since the procedure was done. The patient has been on many antibiotics and is going to be undergoing a CT in order to see if the cause for the pain/discomfort can be identified. Additional information received states the patient's pain has significantly improved.

Event description:
It was reported that, approximately 9 to 10 weeks ago, the patient underwent a photoselective vaporization of the prostate procedure successfully. There were no device issues or complications during the procedure. Following the procedure, the patient reported perinium pain/discomfort. The pain/discomfort has been ongoing since the procedure was done. The patient has been on many antibiotics and is going to be undergoing a CT in order to see if the cause for the pain/discomfort can be identified.